Manufacturer narrative:
Follow-up # 1 ¿ (12/17/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/4/2013 and 12/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch verioiq meter was reading inaccurately high readings compared to another meter and compared to her feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, at 9:25pm she obtained a reading of ¿266mg/dl¿ compare to ¿157mg/dl and her feelings or normal results. Based on statistical methodology the calculated difference of the results exceeds the expected result of <30mg/dl or 30% within 30 minutes. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported immediately after she developed symptoms of ¿shaky, weak and sweaty.¿ the patient reported no treatment was received. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. The patient¿s test strip vial was in good condition as well. However, a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the products for evaluation. If the products are returned, lfs will evaluate them and inform FDA of products that do not pass inspection in a supplemental report.